Event description:
It was reported that the ventilator failed pressure transducer and expiratory valve tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirms the reported failed pressure transducer test during pre-use check. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).